Event description:
The customer reported approximately 10 mls of clear fluid leaked from the right side of the coulter ac·t diff 2 analyzer. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves, glasses, and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) advised the customer over the phone to open the right side door of the instrument. The customer observed the dual red blood cell count (rbc) filters were wet and the foam trap was moist inside the instrument. The customer tightened all filter connections that were loose and performed startup and the issue was resolved. (B)(4).